Manufacturer narrative:
The insulin pump was received with intermittent buttons due to moisture damage at keypad traces. The low reservoir alarm is functioning properly. The insulin pump had cracked case at the display window corners, display window, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer experienced keypad anomaly. It was reported that customer was not able to clear low reservoir alarm due to buttons not responding. Insulin pump will be replaced.